Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes telemetry anomalies, threshold problems and lead impedance >3000 ohms.